Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a hyphema associated with elevated intraocular pressure (iop). Per report, the patient was being monitored with no intervention required. The report also noted that the patient was on anticoagulant therapy and was referred to an ophthalmologist. Through follow-up, the following additional information was received. Reportedly, the patient''s pressure is "back to normal", and the bleeding in the operative eye has resolved.